Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer resolved the issue independently by changing the infusion set and cartridge. Customer was educated by technical support to avoid overfilling the cartridge and ensure proper cartridge air removal during the loading process, and caller understood the instructions. Customer successfully resumed insulin delivery.